Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated the keypad buttons were sticking and at times the up arrow button would cause scrolling or became unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/16/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 04/01/2014 with the following findings:the keypad cover was found to be peeling at the ok button. During testing, the up arrow, down arrow, and contrast keypad buttons were found to be unresponsive; the ok button was intermittently unresponsive. No buttons were found to be sticking. The keypad cover was removed and the up arrow button contact was found to be inverted. There was evidence of contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.